Event description:
The device systems was implanted in (B)(6) of 2010. The pt presented with cutaneous reddening at the spinal scar level approximately at the point where the needle is introduced during surgery for catheter insertion and a fever. The device system was explanted due to infection. There was reported to be no pt injury; the pt was doing "well" following the explant. The device system was used to deliver baclofen.

Manufacturer narrative:
(B)(4).